Manufacturer narrative:
(B)(4). Country event occurred in: (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the ml rasp size 4 instrument broke. Pieces of the broken instrument could not be retrieved and remain in the patient¿s femoral canal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed that the instrument had scratches, abrasions, cutting edge deformations and the distal tip was fractured. The rasp cutting edges were worn & dull suggesting heavy use. The fracture surface as shown in the report suggested a possible 2-way bending overload failure may have originated. The hardness was measured and found to be within the specifications. X-rays review identified possible screw fragment was identified within the mid diaphysis of the left femur. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.